Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference: 3008452825-2023-00446. During the atrial fibrillation procedure, optical issues required multiple troubleshooting measures and resulted in a procedural delay. In the middle of rf delivery, the ensite contact force display turned magenta, then returned to normal, and communication was interrupted. The tactisys, amplifier, ampere, and ensite x dws were all restarted with no resolution. The tactisys was exchanged, and the tactisys and lan cable connecting tactisys and ensitex amplifier were exchanged but with no resolution. The catheter was replaced to the second one but this did not resolve the issue. The catheter was replaced to the third one, and the procedure was completed with no adverse consequences to the patient.